Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Medtronic representative reported via email that customer's blood glucose level ranges from 22 mg/dl to 600 mg/dl. Customer advised that when their blood glucose is low they lose feeling in their hands and unexpectedly they will get high blood glucose levels. Customer had an episode in (B)(6) where they had bronchitis and pneumonia which caused them to go into diabetic ketoacidosis. In (B)(6), the customer was in the hospital for 45 days and lost some brain function. Customer had paramedics called out at least 10 times in the last 2 years and that they have been hospitalized. Customer has been off the device since (B)(6) since the device malfunctioned and gave them too much insulin.